Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an alert 69 indicating an algorithm data parity check and was instructed to contact support and switch to alternative therapy; the user restarted the ilet successfully and verified insulin flow by observing drops during tubing testing. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no interruption in therapy beyond the brief restart. Investigation included guided troubleshooting by support, device restart, and verification of insulin delivery through tubing testing. Investigation of this case revealed a device software alarm consistent with an algorithm data parity check, with post-restart function and delivery testing indicating the pump and infusion pathway were operating as expected. It was concluded, based on previously established findings for similar reports, that the cause was a transient software-related event that resolved with a restart. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.